Event description:
It was reported that the patient presented in-clinic for the follow up. Upon device interrogation, it was found out that the patient's right ventricular (rv) lead exhibited noise resulting in ventricular noise reversion. No programming changes were made. Patient will continue to be monitored. The patient was stable.